Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 158 mg/dl. The customer stated that the numbers were ramping on their own without any input on the keypad. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping was observed during testing. The unit had a minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.